Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was alarming; however, there were no alarms or alerts messages received. However, there was occlusion alarm observed. The infusion set site and tubing had recently been changed. The tubing was moved slightly and the pump ¿worked¿. There was no reported impact to blood glucose. As the event was not currently occurring, contact declined tandem technical support¿s offer to perform a pump system.